Event description:
During the ercp md did a sphincterotomy and noted that the erbe machine was not making the appropriate pulse tone during the cut. All settings were correct. The erbe was removed from service and biomed was notified.biomed notified erbe comopany, they thought it might be a cord issue, and change to boston scientific red cord.======================manufacturer response for erbe, erbe (per site reporter).======================biomed notified erbe company, they thought it might be a cord issue, and change to boston scientifid red cord - they will be emailing with that information.